Event description:
It was reported on (B)(6) 2012 that the patient had passed away on (B)(6) 2012. The reason of death is unknown. The patient's obituary was found online, but it reported no new information. The patient's physician was contacted regarding the patient cause of death, but no response was received to date. Attempts were also made for the patient's death record but were unsuccessful to date.

Event description:
A death certificate of the patient was received. According to the certificate the immediate cause of death is due to respiratory failure which was due to sepsis.